Event description:
A hemodialysis inpatient user facility has reported that during treatment, a patient's blood line clotted. The blood in the arterial blood line was returned to the patient. The patient was reset up with new blood lines and was able to complete treatment without any adverse effects or medical intervention required. The patient's estimated blood loss of 250 ml was due to blood in the venous blood line not being returned to the patient. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.